Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 8 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 412.124, lot l087101: manufacturing site: grenchen. Release to warehouse date: july 30, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: one lockscrew and one multiloc screw were received back for investigation. Both screws were found jammed together. It is not possible to detach the devices from each other. There are slightly signs of use overall on the surfaces visible. The screw recess is intact. All features related to the reported complaint condition were reviewed and no other issues were identified. A functional test as well as a dimensional test is not appropriate, since all complaint-relevant dimensions cannot be checked/ measured due to the "jammed" condition. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The complaint is confirmed as the device was received in a jammed condition. While no definitive root cause could be determined it can be assumed that multiple factors could have lead to the jamming, such as alignment issues and/ or excessive force/ torque application. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. No code is for device failure/procedural complications .without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported during a humerus open reduction internal fixation (orif) procedure on a(B)(6) 2020 the screws for humeral nail missed the nail. The team burnt one of the multiloc screws trying to remove it (damaged thread) and also opened another nail to test the system. It was noted that the insertion-handle may be damaged. One of the pieces that attached the insertion handle to the jig/aiming arms is damaged/not present. This caused ¿give¿ in the jig and meant that the targeting sleeves did not completely align. The procedure was completed successfully with a surgical delay of 45 minutes. The procedure was completed by using another instrument to help fix the jig and connection piece together. This was held steadily by surgeon and assistants. This is report 2 of 7 for pc (B)(4). This report is for an unknown screw